Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) seven times as documented in the repair reports. The last repair was (B)(6) 2016 where it was reported that the device tore up the pre-matrix and the roller, worn bushings, worn side plates, and damaged comb were replaced and the ratchet was repaired. This is not a related issue. Initial qa inspection of the skin graft mesher by on (B)(6) 2017 revealed that the comb, side plates, roller, and roller gear were all damaged. The pretests could not be performed due to the bent comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the roller and the roller gear were damaged. The root cause of the roller not staying stationary when cranking backwards was due to the roller and roller gear being damaged. These damaged components could cause the device to move and not function as intended. The issue was resolved with the replaced roller, worn bushings, worn side plates, damaged comb, and roller gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported the roller won't stay stationary when cranked backwards. Initial inspection of the returned device revealed that the device had a bent comb. No adverse events were reported as a result of this malfunction.